Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0323783. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility has been reviewed by our team of quality engineers. Leakage testing of the device displayed leakage along the terminal end of the extension tubing near the adapter body. Closer inspection allowed our engineers to observe marks consistent with impressions that can be caused during the automated assembly process. Extension tubing is secured using pneumatic grippers. In the event that the grippers surface is not sufficiently smooth, then it is possible for the tubing to be affected.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked from the extension tubing during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse opened the sealed sealed indwelling needle with complete package to puncture the patient, and found the leakage of the extension tube when venting the indwelling needle before puncture, so the patient was immediately replaced with a new indwelling needle. There were no other adverse consequences.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems leaked from the extension tubing during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse opened the sealed indwelling needle with complete package to puncture the patient, and found the leakage of the extension tube when venting the indwelling needle before puncture, so the patient was immediately replaced with a new indwelling needle. There were no other adverse consequences."